Event description:
(B)(6) was informed that during the transurethral stone retrieval procedure, the subject device got stuck within the patient and could not be withdrawn from the patient. After cutting the insertion portion of the subject device, the facility withdrew the rigid endoscope set and left the insertion portion of the subject device. Then the facility reportedly changed the procedure for transurethral lithotripsy using laser and flexible ureter scope. (B)(6) followed up with the facility to obtain additional information however detailed information was not provided.

Manufacturer narrative:
Examination of the device revealed that the wires of the basket appear to be melted from laser contact during the case, there does not appear to be any malfunction of the device itself, the issue of the basket becoming stuck may have been attributed to an attempt to remove a large stone.